Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: during investigation of the returned pump, a call service ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from "cs69" after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The alarm history/black box showed evidence of "cs87" alarms. The error is resident to flash chip (u39). The failure is under investigation under CAPA# 003767. Unrelated to the original complaint, the audio bolus button cover was missing from the pump. Also, the battery compartment was cracked above the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.